Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The device has a kink at 13mm from the tip while in the neutral position (between ring 1 and 2). In addition, ring #1 and #2 has broken adhesives and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. As per x ray image attached, the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2016. It was reported that the steering wire was broken. During an atrial flutter ablation procedure, it was noted that the distal pull wire had broken. The device was successfully removed and no patient complications were reported. Device analysis revealed ring #1 and #2 has broken adhesives.